Event description:
Ocd filed service was sent to the customer site and determined that the immunowash fluid (iwf) pump was leaking. The iwf pump was replaced, and precision testing gave acceptable results. This event was caused by a malfunctioning iwf pump.